Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the battery was being exchanged in the external pulse generator (epg) while it was connected to the patient. The patient went into a cardiac arrest for several seconds. The patient recovered and "did not have an severe health hazard". No further patient complications were reported as a result of this event.